Manufacturer narrative:
This report is based solely on medsun report (B)(4). Additional information was requested from the customer and has not been received. A DHR review could not be performed since there was no serial number provided for this device. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturers record file no. (B)(4).

Event description:
Customer reported there are no alarms to notify if the sweep gas has been turned up to long and no automation to set the flow meter for a sweep. It is unclear where the issue was discovered and no patient incident was reported.